Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during mestuation"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") in an adult female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2009). *no endometrial abnormalities are identified, no bleeding. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal. Concomitant products included paracetamol (tylenol) from 2011 to 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during mestuation/menorrhagia"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal bleeding general") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced mood swings ("hormonal changes (mood swings)"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced abdominal pain ("abdominal pain (many times daily, severe)"), nausea ("nausea") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal distension ("swelling in abdomen") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a total hysterectomy, laparoscopic excision and removal of essure birth control device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, abdominal distension and abdominal pain lower outcome was unknown and the menorrhagia, dyspareunia, abdominal pain, vaginal haemorrhage, female sexual dysfunction, mood swings, migraine, nausea and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: three coils were exposed when device was deployed. Fallopian tubes appear occluded although there is likely some intravasation along the wall of the right fallopian tube at the end of the study. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. On (B)(6) 2010 and (B)(6) 2014, she underwent essure confirmation test which resulted in unilateral occlusion (left tube occluded); fallopian tubes appear occluded although there is likely some intravasation along the wall of the right fallopian tube at the end of the study. Current weight: 92 lb approx. Weight at time of essure placement: 80 lb. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") in an adult female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2009). *no endometrial abnormalities are identified, no bleeding. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal. Concomitant products included paracetamol (tylenol) from 2011 to 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during mestuation/menorrhagia"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal bleeding general") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced mood swings ("hormonal changes (mood swings)"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced abdominal pain ("abdominal pain (many times daily, severe)"), nausea ("nausea") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal distension ("swelling in abdomen") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a total hysterectomy, laparoscopic excision and removal of essure birth control device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, abdominal distension and abdominal pain lower outcome was unknown and the menorrhagia, dyspareunia, abdominal pain, vaginal haemorrhage, female sexual dysfunction, mood swings, migraine, nausea and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: three coils were exposed when device was deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. On (B)(6) 2010 and (B)(6) 2014, she underwent essure confirmation test which resulted in unilateral occlusion (left tube occluded); fallopian tubes appear occluded although there is likely some intravasation along the wall of the right fallopian tube at the end of the study. Current weight: (B)(6) lb. Approx. Weight at time of essure placement: (B)(6) lb . Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming chronic pelvic pain. Most recent follow-up information incorporated above includes: on 16-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, lab tests, historical drug, lot number- 632024 were added. Events abdominal pain (many times daily, severe), abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), hormonal changes (mood swings), migraines, headaches, nausea, weight loss, swelling in abdomen, cramping were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.